Event description:
It was reported to philips that the system failed to power on after a storm, and the main switch reset resolved the issue on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the main switch, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).